Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error ( the variation was due to known cause cartridge change and suspend). This complaint is being reported because the patient allegedly experienced hyperglycemia related to use error in variation due to cartridge change and suspend.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging a history settings issue. The reporter stated that the patient experienced a blood glucose (bg) of 488mg/dl with extreme drowsiness, strong fruity breath, and tiredness. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and the basal delivery totals in tdd do not match. The variation was due to known cause (cartridge change and suspend). This complaint is being reported because the patient allegedly experienced hyperglycemia related to use error in variation due to cartridge change and suspend.